Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the vibration alarm of the infusion device has been defective since (B)(6) 2011. On the day of the report, the infusion device displayed e1 cartridge empty and e2 battery depleted errors. Pt changed the battery, and then the infusion device displayed an e7 electronic error. He changed the battery again, but this did not resolve the error message. Infusion device was not exposed to water or electromagnetic fields or dropped on the floor. There were no unusual noises. The correct type of battery was used in the infusion device, and the battery setting was programmed correctly. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.